Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient as they mentioned that device not working started from (B)(6) 2017. On 2(B)(6) 017, first urologist found that it was working as patient felt that there should be a 2 weeks follow-up after 2nd operation. Issue with device not working had been resolved. Patient's weight was reported.

Event description:
The patient reported that the device didn't seem to be working. There were no symptoms or complications reported as a result of this event.